Event description:
It was reported that two overlapping stents were found to be fractured and/or kinked approximately six weeks post placement in the left sfa and the vessel was fully occluded. Medical treatment was given, a thrombectomy was performed and an additional stent was placed inside the occluded stent to treat the pt. The cause addresses the distal stent.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device cold in the u.s. Under #(B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided confirm a twisting of the stent in the proximal section close to the overlapping zone as well as a stent fracture. Potential factors that could have led or contributed to the event have been evaluated. Previous investigation of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual pt factors may contribute to the twisting of a stent in this region. The stent fracture may have occurred as a consequence of an irregular stent placement. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, the pt's condition or the vessel anatomy may lead to an irregular stent placement and subsequent stent fracture. Based on the information available, a definite root cause could not be determined. The IFU supplied with this product describes the correct application of the device. The IFU also indicates that stent fracture is a potential adverse event may occur.